Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particles to be acrylic material. The reported problem was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found after filling with tobramycin. There was no patient involvement. No additional information is available.